Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with a history of anti tachycardia pacing (atp) and shock therapy presented with symptoms in what appeared to be atp accelerating in the ventricular fibrillation zone with shock conversion. A historical data review would confirm a previous pattern. The local field representative discussed with the physician the value of an ep study to better program the atp scheme and look at effective rate control. The current review is suggestive of abbarent conduction leading into the ventricular tachycardia and correlating to the rid in the mid 80 percent range. To date, this device remains implanted and in service with no additional reported complications.